Event description:
The pt was having surgery in 2000 in switzerland. Prior to applyling the sensor to the pt, the senior consultant anesthesiologist prepared the pt's skin with benzine, a petroleum based skin cleanser. After surgery, the sensor was removed and no immediate damage to the skin was visible at that time. The first day post-op, the pt developed an irritation in the area right lateral paraorbital. The skin was treated with flamazine, an anti-burn ointment, followed by dexpanthenol, a topical treatment to promote wound healing. On the second day post-op, the irritation was almost healed. On the third day post-op, the irritation was barely visible and the pt was discharged from the hosp at that time. An area aspect clinical rep provided immediate support. They were informed not to use the benzine, but to use a regular alcohol based disinfectant to degrease the skin prior to sensor application as stated on co's package label instructions for use. The actual lot number of the sensor used in this case is unknown. However, co was able to obtain all the sensor lot numbers sent to this site from distributor shipping records. Aspect conducted a review of the lot history records of those sensors that co believes could have been used at the time of this incident. Co concluded from this review that all sensors were properly qc inspected and tested in accordance with approved procedures. Retain product was sampled by completing a visual inspection for contamination and gel performance testing. Results indicate these samples passed co's inspection criteria for contamination and the integrity of the gel was found to be within specification. There were no mfg changes (such as a change in the gel or adhesive) that may cause a pt reaction. This is potentially an individual idiosyncratic pt sensitivity issue. This MDR report is being submitted because of the medical intervention (flamazine and dexpanthenol) that occurred as a result of this incident.